Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article received titled, "a comparative analysis between fixed bearing total knee arthroplasty (pfc sigma) and rotating platform total knee arthroplasty (pfc-rp) with minimum 3-year follow-up." Literature article "a comparative analysis between fixed bearing total knee arthroplasty (pfc sigma) and rotating platform total knee arthroplasty (pfc-rp) with minimum 3-year follow-up" (2012) by akram jawed, vijay kumar, r. Malhotra, c. S. Yadav, and s. Bhan published by archineves of orthopaedoc and trauma surgery doi 10.1007/s00402-012-1482-y was reviewed. The article purpose: to compare the results of pfc sigma (rotating platform) and pfc sigma (fixed bearing) prosthesis in patients undergoing bilateral tka with regards to clinical and radiologic outcome and complication rate with special emphasis on instability and patello-femoral complications. The article reports: the authors identified 50 patients with similar deformities and pre-operative range of motion. All 50 patients agreed to have one knee replaced with pfc-rp and one knee replaced with pfc-fb (selected by random lottery). Patients were evaluated pre- and post-operatively at intervals of 2 weeks, 3 months, 1 year and yearly thereafter. The difference in the improvement in the arc of flexion for the two designs of prostheses was found to be statistically insignificant. No statistical difference was found with pain scores of each device. The patella was not replaced. Both the tibial and femoral components were cemented (cement manufacturer was not disclosed). Complications: four knees in the rotating platform group and two knees in the fixed bearing group developed persistent discharge and haematoma (2 of these patients underwent revision for debridement and irrigation). The incidence of anterior knee pain was 14 and 12% in mobile-bearing and fixed bearing groups, respectively. Depuy products involved: pfc rp and pfc fb.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.